Event description:
A malfunction on the pump was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if the malfunction code reappeared.